Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The manufacturing history record (DHR) review was performed for the provided lot number "h0x08" and the manufacturing records since production started. There was no manufacturing problem relating to the reported issue. Another review was performed on the manufacturing process to make sure if there has been any change on the manufacturing process which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. Olympus medical systems corp. (Omsc) tested a new distal cover in our stock and verified that it conforms to the product specification. [Cause analysis] based upon the corrective action and preventive action (CAPA) by olympus, this phenomenon was attributed to the following mechanism. Pattern (1): procedure is started without noticing cracks in the distal end cover during pre-use inspection. By performing the suction operation with the distal end in close contact with the mucous membrane, the mucous membrane enters between the distal end cover and the elevator. The endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end was adsorbed on the mucous membrane). The mucous membrane that has entered at the cracked part of the distal end cover is excised, and a piece of mucous membrane remains in the distal end cover. Pattern (2): procedure is started without noticing cracks in the distal end cover during pre-use inspection. Although no suction operation is performed, the mucous membrane enters between the distal end cover and the elevator due to the strong contact between the distal end and the mucous membrane. The endoscope is removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end is in strong contact with the mucous membrane). The mucous membrane that has entered at the cracked part of the distal end cover is excised, and a piece of mucous membrane remains in the distal end cover. Pattern (3): by performing the suction operation with the distal end in close contact with the mucous membrane, the mucous membrane enters between the distal end cover and the elevator. The endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end was adsorbed on the mucous membrane). The mucous membrane that has entered at the edge of the distal end cover (around the u-shaped slit) is excised, and a piece of mucosa remains in the distal end cover. In addition, the root cause has been identified as follows from the mechanism of occurrence. Structure: root cause 1: compared to conventional products, there is a space for mucous membrane to enter between the elevator and the distal end cover. Root cause 2: compared to conventional products, the distal end cover has an edge (around the u-shaped slit), and the edge is in a position where it can easily come into contact with the mucous membrane. Operation of the surgeon: root cause 3: start the inspection without confirming that the distal end cover is properly attached during the pre-use inspection (start the inspection with the distal end cover cracked). Root cause 4: removing the endoscope with the distal end adsorbed on the mucous membrane by suction operation. Patterns (1) to (3) shown in the mechanism of occurrence occur when a combination of several root causes is aligned. Pattern (1): when the combination of root causes 1 to 4 is aligned. Pattern (2): when the combination of root causes 1 to 3 is aligned. Pattern (3): when the combination of root causes 1, 2 and 4 is aligned.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic retrograde cholangiopancreatography (ercp) with subject device, a mucosal defect occurred. The user completed the procedure and no further interventions were required. No further bleeding occurred on the patient in the follow-up. The event date was unknown.